Event description:
It was reported that this patient was admitted to the hospital after receiving six shocks. Upon interrogating the device it was found that the battery depleted the day prior to the shocks being delivered. During a device evaluation the physician had noted that the device was at elective replacement indicator (eri) but considering the patient clinical condition and no ventricular episodes the past ten years the physician elected to not replace the device. An inquiry was sent to technical services (ts) to see how the device was able to shock the patient if the battery had depleted the day before. Ts discussed that the device can still deliver therapy for as long as the device can. Ts noted that if the physician does not want to explant the device changing tachycardia mode to off to avoid further therapy was advised, as the device is not in a non-programmable ventricular fibrillation (vf) zone 165 beats per minute (bpm). Ts also noted that it was not possible to tell if the shocks delivered were appropriate or inappropriate since the vf zone is not very fast. No adverse patient effects were reported. The device remains implanted.